Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to charge is confirmed. The reported issue of the drill only works when plugged in is confirmed. The drill initially did not function. It then was plugged into ac power, unplugged, and then functioned intermittently. The drill showed full battery but would stop working while holding the trigger. The root cause of the reported failure was identified as an internal failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: drill will only work when plugged in. (B)(6) 2021: found during evaluation: the drill showed full battery but would stop working while holding the trigger.